Event description:
It was reported that the patient presented prior to procedure. Interrogation noted that the atrial lead exhibited failure to capture. Further investigation noted that the atrial lead was dislodged. The reported lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported events of lead dislodgement and failure to capture were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find identify any anomalies.